Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not on bus due to loose connection of trays. The field service engineer reseated cubie, trays and power cycle to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer was not detected on the bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this incident.